Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring reported an increase in pacing impedances and thresholds after the generator was changed out. Noise was also present on lead recordings. The lead currently remains implanted. No adverse patient events have been reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Open exam of patient on (B)(6) 2023 found non-advanced proximal set pin. Issue was corrected at that time resulting in normal impedances & capture threshold. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.